Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the bag was not secure at the top and didn't cinch down as it should. The bile spilled on the patient's abdomen when the tried to pull the bag out. The surgeon was concerned about infection. The incision was clean and irrigated. Tissue damage was noted. There was patient injury.